Manufacturer narrative:
Section b5 has been corrected/updated as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of an issue related to a CPAP device's sound abatement foam. The patient reported using an ozone based disinfection device, headache and dry throat. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. The manufacturer's observed the insect contamination in the device. The unit was scrapped.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient reported using an ozone based disinfection device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.